Manufacturer narrative:
(B) (4).

Event description:
Please refer to manufacturer's report #: 6000030201004179 for info regarding pump replacement on (B) (6) 2010. It was later reported that the pt experienced baclofen withdrawal. Approximately two weeks after pump replacement, the pt worsened when weaned off oral medications and "pump ibcr quite quickly to original dose". A CT scan with contrast dye before explant and after pump replacement did not show any issues with the catheter. The hcp attempted lp under fluoroscopy; had no success due to scoliosis. The baclofen concentration was changed from 2000 mcg/ml to 1000 mcg/ml with no change; 325 mcg/day. Calculations were checked and were found to be correct. The pt was in the hospital taking oral medication (baclofen and valium) to prevent withdrawal. Withdrawal was controlled but spasms not yet controlled; the pt was uncomfortable. Device troubleshooting was planned; a nuclear indium scan was scheduled for (B) (6) 2010.